Event description:
The patient was in the midst of a sestamibi treadmill stress test. During the test the patient had issues with frequent ectopy that were being closely monitored. When the patient got close to peak exercise, the monitoring system and treadmill froze, losing the ability to monitor this patient at a time when he was experiencing significant ectopy. Though the patient did not fall when the treadmill belt froze, we are concerned this could happen should this problem recur. We have had one prior occurrence of this problem in the past.